Event description:
It was reported that a minimum fill notification occurred during the load sequence. The customer attempted to resolve the issue by reloading the cartridge without success. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.